Event description:
It was reported the patient experienced a sudden loss of stimulation/therapeutic effect. The patient¿s implantable neurostimulator (ins) ¿shut off when the patient changed position.¿ no further information was available at the time of initial report. Additional information has been requested.

Manufacturer narrative:
The device was used for an off label indication. The therapy the device was used for was lgw. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 74001, lot# 0208884287, product type: adapter. Product ID neu_unknown_ext, explanted: (B)(6) 2015, product type: extension. Product ID neu_unknown_lead, product type: lead. Correction: please note the device serial number was incorrect as previously reported and has been updated at this time. Additionally, please note the patient¿s ins was used according to a labeled indication.

Event description:
Additional information noted the patient's ins and extension were replaced on (B)(6) 2015 as a result of the event. Impedance testing results were also reported from 23 days prior to the initial report that indicated "no electrodes out-of-range." It was noted the patient's ins was used with cycling off.

Manufacturer narrative:
Please note, this event is now reportable for serious injury.

Manufacturer narrative:
Concomitant product: product ID: 7489-40, serial# (B)(4), explanted: (B)(6) 2015, product type: extension. (B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the device was ¿functionally okay¿ with ¿insignificant anomalies.¿ analysis of the extension found the ¿#0 and #1 transition crimps were broken 2.8 cm from the distal end.¿